Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. Towards the end of the procedure, after post mapping, the mapping catheter was removed from the sheath, after which blood leaked from the valve. It had been determined more ablations were needed so the sheath was replaced to allow for further treatment. The case was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. Towards the end of the procedure, after post mapping, the mapping catheter was removed from the sheath, after which blood leaked from the valve. It had been determined more ablations were needed so the sheath was replaced to allow for further treatment. The case was then completed with no patient complications. The sheath is expected to be returned for analysis.